Manufacturer narrative:
All buttons on the pump were functioning properly. However, corroded keypad traces were found on the pump. There was no button error alarm during testing. A cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, a crack on the display window, and a stained end cap sticker were noted.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that now her act button was not working. Customer stated that it works occasionally. Customer had dinner and stated that she could not give herself insulin. Customer stated that she could have been sweating. Customer took the battery out to reset the pump and it was fine. However, a couple hours later, the act button would not work. Customer's blood glucose was 145 mg/dl at the time. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.